Event description:
It was reported that they were contacted by biomed, stating the arctic sun device was not heating and smelled of burnt electronics. Stated they would need to investigate this further and instructed them to have the customer reach out to technical support for further information collection. Per follow up information received on 20nov2024, sample received, no patient involved at the time of the malfunction.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. During evaluation, technician did not smell anything coming from the device. The arctic sun 6000 stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. A labeling review is not required as the reported issue is unconfirmed. A DHR review is not required as reported issue is unconfirmed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were contacted by biomed, stating the arctic sun device was not heating and smelled of burnt electronics. Stated they would need to investigate this further and instructed them to have the customer reach out to technical support for further information collection.